Event description:
Additional information received reported that the cause of the event was the lead pulling on the skin. No abnormal impedances were measured. No surgical intervention had been performed. A cervical spine x-ray done on (B)(6)-2011 found degenerative changes. The patient's symptoms included pain and tenderness to touch on the lead. No hospitalization was required due to the event. It was noted that the patient outcome was recovered without sequelae.

Event description:
It was reported that the patient experienced a constant pain in/on her neck where the wires ran down from the lead to her implantable neurostimulator (ins) on the left side. The patient's physician had attempted the use of different medications but they did not help. The patient believed the symptoms came on gradually; because of her condition (parkinson's disease), the patient was unsure of any falls that may have occurred. The pain had occurred throughout the previous year. The patient's physician had been ''trying different things'' and was ''still working on it'' with the patient. The patient had an x-ray taken by a different physician which was reviewed by most current physician, who felt that he did not need to redo the procedure and did a review of the results and found nothing. The patient continued to work with her physician on the issue. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 748251, serial #: (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 37642, serial #: (B)(4), implanted: (B)(6) 2011, product type: programmer. Product ID: 3387-40 lot #: j0236982v, serial #: (B)(4), implanted: (B)(6) 2011, product type: lead.